Event description:
Health care professional reported that the valve was abandoned during implant due to difficulty inserting it in the pt's annulus. Report indicated that the valve was too large for the annulus. The valve was returned for analysis.